Event description:
The user facility reported that a physician could not remove a polyp during a procedure while using a ues-40 electrosurgical unit. The user facility used their ues-40 surgmaster electrosurgical unit with unnamed 3rd party snares. The reporter said that the physician was unable to remove the polyp as the snares only made it halfway to three quarters of the way through the polyp. The physician believed the problem resided with the generator and not the snares. The generator did not display an error code and it seemed to have its normal audible tone while in use. The patient went to the hospital two days later and had the polyp removed, without problems. The reporter also said that they have been using the electrosurgical unit since the event without any problems. The snares were disposed and not sent to the original manufacturer for evaluation.